Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a hypoglycemic event while using the ilet bionic pancreas, with a lowest recorded blood glucose of 66 mg/dl for approximately one hour, during which the device provided low glucose alerts: the user self-treated with oral glucose tablets and peanut butter and reported recovery without medical intervention. Symptoms included no loss of consciousness and no other reported acute effects. Outcomes included no emergency care, no hospitalization, and no need for third-party assistance. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed that the cause of the hypoglycemic event was unclear. It was concluded that the event resolved with self-treatment and no device malfunction was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.